Manufacturer narrative:
Product analysis:analysis was unable to confirm the epg would not stimulate to the set rate. The epg passed all incoming testing. However, analysis did note that the output connector was broken. The epg was returned to the customer without repair at their request. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not stimulate to the set frequency. The epg was returned for service. There was no patient involvement.